Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was noted that femoral insertion was not possible so the medical team opted for axillary insertion. It was reported that during impella cp support, the patient experienced a cold arm where the impella was inserted. As a result of the cold arm, the impella cp was removed. During the explant a thrombus in the brachial artery was observed. A thrombectomy was performed. Patient outcome was survived.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The root cause of the thrombus/ischemia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.